Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve. The hemostatic valve was leaking. It was reported that after inserting the brockenbrough (b.b) transseptal needle, there was a trace of reversed blood from the sheath. This occurred 40 minutes after the patient was entered. The issue was resolved by changing out the product. The hemostatic valve was intact, and the reversed blood volume was a few drops. There was no occurrence of health hazard due to reversed blood. No medical treatment was performed in association with the occurrence of reversed blood. The patient had no air contamination. The procedure was completed without patient's consequence. The patient¿s hemodynamics were not compromised due to bleeding. A few drops of blood were lost, but the exact amount is unknown. It was also reported that the reversed blood was coming from the hemostatic valve portion of the sheath. The reversed blood reported was not related with the bb. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was reviewed for the finished device number 17982271, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).